Manufacturer narrative:
Reported event: an event regarding instability involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as the device was not properly identified. Complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to instability. A shell, liner, and femoral head were revised to a competitor shell and liner, and another stryker femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.